Event description:
It was reported that one year and twenty seven days post port placement, the catheter was allegedly found to be broken during a routine port flushing. It was further reported that the device allegedly leaked. Reportedly, the distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI implantable port attached to a groshong catheter was received for evaluation and two images were provided for review. Visual, microscopic functional and tactile evaluations were performed. A complete circumferential break was noted to the distal end of the attached catheter and the proximal end of the distal catheter segment. The edges of the complete circumferential breaks were noted to be uneven. The surfaces of both the breaks were noted to be granular in one region, and round/smooth in the other region. The image shows the port with the central catheter removed and the remaining portion attached to the port. Therefore, the investigation is confirmed for the reported fracture, material separation issues. However, the investigation is inconclusive for the reported leak issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year and twenty seven days post port placement, the catheter was allegedly found to be broken during a routine port flushing. It was further reported that the device allegedly leaked. Reportedly, the distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.